Event description:
It was reported that a small piece fell off of the femoral tracker which was found while opening the tray during a total knee arthroplasty procedure. This caused a 45 minute delay to the procedure and the patient received additional anesthesia. The case was completed successfully using navigation with a backup device.

Event description:
It was reported that a small piece fell off of the femoral tracker which was found while opening the tray during a total knee arthroplasty procedure. This caused a 45 minute delay to the procedure and the patient received additional anesthesia. The case was completed successfully using navigation with a backup device.

Manufacturer narrative:
The reported event that a piece fell off the tracker was confirmed. During investigation it was confirmed that the ir led cover was broken off. The device was repaired and put back into stryker stock.